Event description:
The customer identified a patient sample for which the test results were mis-associated with the sample identification number (sid) when using an engen laboratory automation system. This event meets potential health and safety criteria, as test results were associated with the wrong patient and mis-reported out of the laboratory potentially leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy after the mis-associated patient results were reported out of the laboratory. Once the issue was identified, the physician was notified of the incorrect results. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that results from a patient sample were mis-associated with an incorrect sample identification number (sid) when using an engen laboratory automation system. The csc reviewed information contained in the ¿sample ID reuse¿ section of the engen laboratory automated system reference guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction occurred. The investigation determined that the root cause of the event is user error due to improper sid reuse. The vitros device did not malfunction.